Event description:
It was reported the personal diabetes manager (pdm) delivered an uncommanded bolus three times. This led the blood glucose level to be 52 mg/dl. The bolus was delivered at 2:00 pm (2 units, 28 carbohydrates with 88 mg/dl), 4:22 pm (3.9 units, 55 carbohydrates with low blood glucose) and 7:43 pm (3.7 units with 101 mg/dl).

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported bolus calculator issue until the investigation is complete. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned receiving 3 boluses that were not commanded by the user, a 2u bolus, a 3.9u bolus, and a 3.7u bolus. Inspection of the android log files downloaded from the pdm found evidence of interaction with the pdm in order to program and start all three boluses. Based on the user's settings, all three boluses were calculated correctly with the input carb and bg values. During investigation of the returned pdm, no evidence of issues that would contribute to the reported event were observed. No evidence of an uncommanded bolus was found during the investigation.